Event description:
A caller reported experiencing a cgm error twice within a 24-hour period. There was no adverse impact to the customer's blood glucose level. In response, the customer was instructed by technical support to place the pump into storage mode and return it using a pre-paid label within ten days. The customer confirmed understanding and planned to use multiple daily injections as backup therapy to ensure continued insulin delivery.